Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section d4 (lot number, expiration date, and UDI), section h4, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube and hemostasis sheath are fully mated, in rear lock position. The anchor, collagen and tamper tube are deployed, with the collagen tamped. The complaint can be confirmed for a partial deployment device pullout. The collagen, anchor and tamper tube were deployed and present on the returned device. The exact root cause cannot be determined. The likely cause is the device placement resulting in contact with the vessel wall. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when the doctor attempted to deploy the angio-seal, the anchor did not deploy out of the sheath. The anchor remained in the distal part of the sheath and when they went to pull back on the angio-seal the device pulled out of the artery completely and did not achieve hemostasis. Therefore, the physician immediately went to a manual pressure close which was successful. The patient did well with manual pressure; however, did develop a hematoma. The estimated blood was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 09jun2025: the procedure was an angio of the left leg with intervention. The sheath was a 6 french sheath. There was a pre-deployment angio performed, and it looked clean. There were no relevant difficulties with access.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.